Manufacturer narrative:
Corrected data: date of implantation of device. The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
This additional information received 18 nov 2017 as follows: pt allegedly received an implant on (B)(6) 2006 via the femoral approach due to possible thrombus in the inferior vena cava and pulmonary embolism. Pt is alleging the filter is to "risky" to retrieve after being in place more than 90 days, "future perforation" and possible "fracture" without further details in addition to two pulmonary embolisms after placement. Patient further alleges anxiety, pain in the right side of abdomen, bleeding from rectum since implant and fear or possible failure that could result in death.

Manufacturer narrative:
Investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'gunther tulip - pe, unable to retrieve, anxiety, pain, bleeding from rectum'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. It is unknown if the reported anxiety, pain and bleeding from rectum is directly related to the filter and unable to identify corresponding failure mode(s) at this time. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on (B)(6) 2017 as follows: patient allegedly received an implant on (B)(6) 2016 via a femoral approach due to a possible thrombus in the inferior vena cava and pulmonary embolism. Patient is alleging the filter is to "risky" to retrieve after being in place more than 90 days, "future perforation" and possible "fracture" without further details in addition to two pulmonary embolisms after placement. Patient further alleges anxiety, pain in the right side of abdomen, bleeding from rectum since implant and fear or possible failure that could result in death.